Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during a polypectomy procedure performed on (B)(6), 2010. According to the complainant, the generator started to smoke when it was turned on during the procedure. No issue was noted with any accessory devices. It is unknown what was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found a fastening screw protruding from the pump side of the cover and a small amount of paint missing from the chassis around the screw; otherwise the unit appeared to be in fair physical condition. All knobs and switches functioned properly. Upon power up, no leds illuminated in the digital display. The power output would not display on the screen, and no power was being delivered to the front panel. Further evaluation found an internal short in a buck converter on the top rf board. The top rf board was replaced, after which the unit passed the endostat iii return evaluation procedure. The condition of the returned device is consistent with the complaint that the "unit was smoking when turned on"; the complaint was confirmed. The most probable root cause is wear and tear: the component failure was likely due to long or extended use. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified serial number.

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during a polypectomy procedure performed on (B)(6) 2010. According to the complainant, the generator started to smoke when it was turned on during the procedure. No issue was noted with any accessory devices. It is unknown what was used to complete the procedure. There were no patient complications reported as a result of this event.